Event description:
On (B)(6)2010, the pt was implanted with a scs sys. The doctor implanted the lead, but it exhibited high impedances. The doctor removed the lead and implanted another lead. The second lead also exhibited high impedances, but the doctor left the lead implanted. On (B)(6)2010, the sjm rep came back to the hospital and turned the stimulator on and the pt had good stimulation/coverage. The sjm rep turned the stimulator off. The doctor told the pt that he could use the stimulator over the weekend, if they wanted to. On (B)(6)2010, the sjm rep received a voicemail message from the hospital. The hospital reported that the pt presented with pain which progressed to paralysis in the pt's lower extremities. The scs sys was subsequently explanted. On 09/21/10, the sjm rep reported that the pt is walking and recovering slowly and will likely be ok.

Manufacturer narrative:
Eval method: the device history and sterilization records were also reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.